Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) not recognizing the power cord or charging. It is running out of battery. No harm to patient or user. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit through a phone call, and discovered that the device was operating normally; the unit transitioned correctly from hybrid to rescue mode, and the batteries began charging once connected to ac power. The issue was resolved by recharging the batteries overnight with assistance from customer biomed; no parts were replaced. The unit passed all functional and safety test in accordance with the manufacturer's specifications.

Event description:
N/a.